Manufacturer narrative:
The insulin pump passed the displacement test, rewind, basic occlusion, occlusion, and excessive no delivery alarm test. Unable to prime during the prime test as a result of a faulty force sensor. The motor passed the motor test. The device was received with cracked case on the display window corners, scratched screen, cracked reservoir tube lip, and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer went to an amusement park and drove some rides where the security systems were kept in place with large magnets and the insulin pump was not delivering insulin. It was stated that the infusion sets were changed several times in two days, but the customer was experiencing high blood glucose. The displacement test was performed and the test passed. The caller did not feel comfortable with the device and requested a replacement. No further information was provided.